Event description:
This event was reported to interpore cross by an attorney, whose client, was the surgeon in this case. The pt was diagnosed with talo-calcaneal and calcaneal navicular coalitions (bones fused in the foot) which is a congenital condition. This condition was treated with non-surgical approaches without success. In 1992, the pt underwent an arthrodesis of the left foot which included the use of autogenous bone graft harvested from the pt's iliac crest. This surgery was performed by the dr at the user facility. Although the patient's foot healed, the pt continued to experience pain and delayed healing at the donor site. One year later (in 1993) the pt underwent triple arthrodesis surgery on the right foot which included the use of pro osteon 500 (catalog number 9030, lot number 206809) mixed with autogenous bone again harvested from the iliac crest. Ten months later in 1994, a nonunion was noted on CT scan. The next month, after this, the pt was taken back to surgery at which time a deep exploration of the arthrodesis demonstrated a predominantly solid fusion, however aproximately 50% of the arthrodesis was noted to be soft bone. Therefore, the arthrodesis was taken down, the pro osteon removed, and the defect revised with additional autogenous bone graft from the iliac crest. An attorney stated that the progress notes indicated that pt noncompliance was an issue after the initial surgery on the right foot. Also of note, the pt was a smoker at the time of surgery.